Event description:
While performing a revision of left foot amputation, surgeon requested the use of the versajet hydrosurgery system. The base motor was brought into the or and the disposable handpiece system was delivered to the field. The appropriate tubing and instrument were passed off the field to the circulator and attached to the motor. The handpiece did not function appropriately (water was spewing uncontrollably at all settings). Attempt at re-connection was completed with the same result. A new handpiece system was opened, delivered to the field and connected. This instrumentation worked correctly. The procedure was completed. No harm came to the patient.specific info: smith & nephew versajet exact hydrosurgery system handpiece.45 degree angle,8mm blade,ref # 50637.